Event description:
It was reported that the patient's right ventricular lead exhibited a drop in sensing amplitude and increased capture threshold. X-ray was performed and found the lead had become dislodged. The lead was successfully repositioned on (B)(6) 2023. There were no patient consequences.